Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philips fse (field service engineer) confirmed the reported problem. The initial inspection found no power to the light emitting diode (led). Fse checked alternate current power to unit and to the power supply. It was determined that the power supply needed replacement. The fse replaced the power supply and the unit was ready for clinical use.

Event description:
The customer reported that the unit would not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04dec2018. Date of manufacturer: 03dec2018. The returned component was tested by philips. A failed component prevented the power supply from operating on alternating current power.